Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The primary care officer reported via phone call that the customer was hospitalized due to the high blood glucose level. The customer's blood glucose level was unknown. The customer also reported that the insulin pump was lost and customer was unconscious at the time of the hospitalization. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
The weight of the patient with the initial report was incorrect. The correct information has been included with this report.

Event description:
Weight has been changed to (B)(6).